Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements and oversensing of noise generated by the minute ventilation (mv)/respiratory sensor, that is related to a high impedance condition. There was no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was a high pace impedance measurement, greater than 3000 ohms, on the right atrial (ra) lead from another manufacturer. Minute ventilation oversensing was also noted on recent ra electrograms (egm). The right ventricular (rv) lead was also found to have had one jumpy impedance measurement that remained in range. Technical services suggested to update programming and monitor the patient. Ra lead sensitivity was adjusted. No interventions or adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.